Manufacturer narrative:
H11: corrected data: corrected section h6 (results code).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the medical article "¿minimalist approach¿ for transcatheter mitral valve replacement using intracardiac echocardiography and conscious sedation: a case series". The following case was found to be related to an edwards surgical valve: it was reported that a patient with a 27mm thermafix carpentier-edwards valve underwent a valve-in-valve procedure after an implant duration of nine (9) years due to valve degeneration leading to severe mitral stenosis. The tmvr was performed with a 26mm sapien 3 transcatheter valve. The patient's postoperative course was uneventful. The patient was discharged on pod #2.